Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." The literature is from (B)(6) hospital and (B)(6) medical university. This case is 21st of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx (size and lot unknown) were implanted. The total stent length was 44mm and the stent diameter was 2.5mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of stent fracture was unknown. The %ds was 19% and popma et al classification was IV. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown.

Event description:
It was reported that during an unknown procedure, received a call from the theatre sister that the device had misfired during use on the patient. A senior nurse fired the device under supervision by the surgeon who has confirmed the following actions were taken during the firing sequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Uncut washer ¿ blemished the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.